Event description:
The customer reported that the system experienced an immediate loss of system functionality and un-commanded shut downs. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power switch and associated connectors were evaluated and replaced. The system was tested and found to be working as intended and returned to service.